Event description:
It was reported by service report that the bed had intermittent power, and power cord had a loose power prong. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug with loose power prong.